Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely and properly recorded in the bolus history screen.

Event description:
The customer stated that when they press the bolus button, they see only half of the screen of the insulin pump as black, and the other half had vertical dotted lines. The screen also displayed lost sensor. The customer's blood glucose was 400 mg/dl. The customer stated that the insulin pump was delivering the insulin but was not working correctly. The customer was advised that what they were seeing was the sensor graph, and it should have been displayed only when the escape button was pressed. The insulin pump had times out a few times and the customer continue troubleshooting as they have bad eyesight and could not see the menu very well. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.